Manufacturer narrative:
The customer also reported that the bending section rubber was broken. The device was returned to olympus service operation repair center (sorc) for inspection. The inspection confirmed followings: the reported event was not reproduced. Due to the breakage of the bending section rubber, the watertightness was not maintained. The bending section was crushed. The angulation range of the bending section was insufficient. The adhesive on the bending section rubber was missing. The operation of fixing the angle knob was heavy. There was a scratch on the universal cord. The video connector was scratched. The light guide connector was scratched. There was a scratch on the surface of the light guide lens. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image did not appear. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results by olympus service operation repair center (sorc), olympus medical systems corp. (Omsc) assumed that the reported event was caused by the followings; defect of the imaging sensor of the device, defect of the circuit board in the connector of the device, defect of the video processor. If additional information becomes available, this report will be supplemented.